Manufacturer narrative:
Patient developed keloid scarring and hyperpigmentation on thighs from a laser procedure with the slt ii device. It was given 4% hydroquinone as intervention medication to treat the hyperpigmentation, while kenalog injections/silicone sheeting were given to treat the scarring (intervention medication). Treatment parameters and patient details were not provided by the customer site despite requests for additional information. The device was evaluated and found to be operating as intended. This event is reportable because the patient's scarring may not improve and it had intervention medication.

Event description:
Patient developed keloid scarring on thighs from a laser procedure.